Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed on the analyzer and found that part of a connector from the patient cable was stuck in the analyzer connector. Once the broken parts were removed from the connector, the analyzer passed all functional testing. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.